Event description:
On (B)(6) 2011 customer reported that 13 patients' magnesium (mg) results, on the lx20 pro instrument, were more than twice the expected value. No patient health was affected and no erroneous results were reported. Customer confirmed that the correct calibrator disk was loaded and the instrument was calibrated with a fresh bottle of calibrator. Customer stated that after calibration, the patient results now matched the other instrument. Customer also stated that quality control was high on several other chemistries, but no erroneous results have been reported. Customer discontinued use of the instrument until field service engineer (fse) could service the instrument. Fse reported that cuvette absorbances are high, and the instrument was flagging dirty cuvettes. Fse checked photometer flash data (it was (B)(4)) and adjusted high voltage to lower flash data. Fse replaced cartridge chemistry system sample syringe assembly, and sample and reagent probes. Fse cleaned all cuvettes and calibrated all chemistries. Fse also installed new lot number of reagent and ran quality control to ensure it was on the mean. No further issues have been reported.